Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a starclose se device via a 6f sheath after a cerebral interventional procedure. Reportedly, during advancing the thumb advancer, a lot of resistance was felt and sheath carving occurred. The sheath was not split completely and no attempt was made to deploy the clip. The device safety release mechanism was used and the starclose se device was removed from the patient vessel. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. No additional information was provided.